Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version #: (B)(6). A medtronic representative visited the site to evaluate the equipment. No failures were found. Codes b01, c19, and d14 are applicable. Software logs have been returned, but not analyzed. Codes b21, c21, and d16 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used during a procedure. It was reported that the site was able to register the patient but when they started navigating they were not able to track any instruments. The emitter, em controller, and instrument interface have all been replaced for the same issue. It was unknown if the emitter was chirping. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. Additional information received stating that this issue occurred during a brain aspiration procedure. They troubleshooted by restarting the system, unplugging the emitter components and swapped out the patient tracker. Additional information was received. It was reported that changing out the break out box patient tracker resolved the issue. Additional information was received. It was reported that the break out box was replaced at the time of the event.

Manufacturer narrative:
H3: software analysis was preformed and it was noted that the logs for the emitter, bob and controller are connected and there were no faults observed from them. But, there are noise errors continuously on all the tools connected. There is insufficient information to determine the root cause of reported behavior. B01, c19, d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.